Event description:
Patient underwent revision procedure due to unknown reasons. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, injury to the body and extremities and elevated metal ion levels. There is no new additional information that would affect the investigation. Update: (B)(6) 2014 - medical records received. Patient was revised to address metallosis, synovitis, cloudy fluid, corrosion between the head and stem, and no bone ingrowth on the acetabular cup. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.